Event description:
During the monthly review of blueprint revision cases, the team examined a specific revision scenario with the following details: devices removed: the revision involved the removal of the following devices - nucleus (size 2), augmented glenoid, and standard anatomical head. Reason for revision: the decision to revise the procedure was driven by the patient's overactive behavior and non-compliance with medical advice. The patient's condition was complicated by a tear in the subscapularis. Availability of x-rays: unfortunately, there were no x-rays available for the pre-operative or post-operative periods. Noteworthy circumstances: notably, the patient's extremely active lifestyle combined with non-compliance played a significant role in the occurrence of the subscapularis tear.

Manufacturer narrative:
Please note the correction regarding the g1 manufacturing site for devices: the reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
During the monthly review of blueprint revision cases, the team examined a specific revision scenario with the following details: devices removed: the revision involved the removal of the following devices - nucleus (size 2), augmented glenoid, and standard anatomical head. Reason for revision: the decision to revise the procedure was driven by the patient's overactive behavior and non-compliance with medical advice. The patient's condition was complicated by a tear in the subscapularis. Availability of x-rays: unfortunately, there were no x-rays available for the pre-operative or post-operative periods. Noteworthy circumstances: notably, the patient's extremely active lifestyle combined with non-compliance played a significant role in the occurrence of the subscapularis tear.